Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer reported that the insulin pump received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the depleted battery life was not resolved with replacement battery cap. The customer performed troubleshooting for failed battery test alarm. The customer does not recall any significant events leading to the alarm. The customer stated that the failed battery test alarm did not alarm failed battery test after troubleshooting. The customer also reported that the off no power alarm without low battery alarm. The insulin pump will not be returned for analysis.